Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose levels. The customer blood glucose at the time of event was 52mg/dl. The customer states have not been trained on usage of pump. Customer decline to trouble shoot for low blood glucose levels. The customer was advised not to use pump until she has been trained. The pump will not return for analysis.